Manufacturer narrative:
A batch review performed by medacta regulatory affairs department on 17 june 2020: lot 170871: (B)(4) items manufactured and released on 31-jul-2017. Expiration date: 2022-07-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved in the event: cup: versafitcup cc trio 01.26.45.0050 acetabular shell cc trio ø 50 lot. 173466 (k103352). Batch review performed by medacta regulatory affairs department on 17 june 2020: lot 173466: (B)(4) items manufactured and released on 19-sep-2017. Expiration date: 2022-09-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Ball heads: cocr 01.25.022 cocr ball head 12/14 ø 32 size m 0 lot. 180641 (k072857). A batch review performed by medacta regulatory affairs department on 17 june 2020: lot 180641: (B)(4) items manufactured and released on 30-may-2018. Expiration date: 2023-05-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Liner: cc e cc light 01.26.3244hct flat pe hc liner ø 32 / e lot. 171719 (k103352). A batch review performed by medacta regulatory affairs department on 17 june 2020: lot 171719: (B)(4) items manufactured and released on 25-jun-2017. Expiration date: 2022-07-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
2nd infection of thr requiring revision surgery to remove all implants after 2 years and 5 months from the primary surgery. The first infection and revision of head and liner was done in (B)(6) 2018.